Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation currently in process.

Event description:
Customer reports receiving a cut while crushing direct check control vial. Customer reports not using protective sleeve required to activate controls for use. No report if the customer sought medical attention.